Event description:
It was reported that the patient cable of the mobile power unit was loose near the connectors. It was also noted that the bottom cover was cracked and the insider screw caps were broken off.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient cable and the mobile power unit housing was confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(4) was evaluated at the european distribution center (edc) and no log files were submitted. The unit had a loose cable sleeve around the black and white power cable connectors and damage to the mpu housing. The system was able to boot up and operate as intended. The bottom housing cover and patient cable were replaced. The unit was able to pass all stages of testing with no issue. The mobile power unit was placed in the rental pool after servicing. The root causes of the reported damages were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.